Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the mid arterial graft with two xience v stents. In 2009, the patient expired. The cause of death was not reported. There is no additional information available.

Manufacturer narrative:
The other xience v indicated, is being filed under the same manufacturer report number.